Event description:
Device issue: mislocation - clip. Time of device issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after successful thumb advancer deployment and exchange sheath splitting, the clip was deployed in the exchange sheath. When the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.